Event description:
A pump malfunction was reported, identified by a malfunction code displayed as "malf 0." There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if any issues reoccurred, which the customer understood and acknowledged.